Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4). This new o2 gas module issue means that a new complaint has to be registered in order to handle the touch screen issue and the o2 gas module issue in separate complaints."

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The reported failure of the internal leakage test during pre-use check was reproduced during test of the returned goods in a reference ventilator. The deviation was caused by a bent feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The feather spring cannot be bent during ventilation. This issue will be detected during pre-use check. The received device log do not confirms the reported problem. Why the nozzle unit had a bent feather spring, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #:(B)(4). (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The reported failure of the internal leakage test during pre-use check was reproduced during test of the returned goods in a reference ventilator. The deviation was caused by a bent feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The feather spring cannot be bent during ventilation. This issue will be detected during pre-use check. The received device log do not confirms the reported problem. Why the nozzle unit had a bent feather spring, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).